Event description:
Customer reported the wig wag brake is loose . No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the wig wag brake. System operates as intended.